Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was trying to turn on his device. He cannot get it to start. No patient symptoms were reported. No further complications were reported/anticipated.